Manufacturer narrative:
It was reported to invacare that a resident of a nursing facility was taken into the washroom by her daughter in a wheelchair. Staff transferred the patient into the shower commode in the washroom. After toileting, the daughter was wheeling the mother in the shower commode. As the shower chair crossed over the threshold, the wheel of the shower commode caught on the threshold. The mother pitched forward and fell out the chair face forward, hitting the floor. She was taken to the hospital. The resident sustained an inter-cranial hemorrhage (not major) and was monitored at the hospital for 24 hours, then released without admission with no further concern. The invacare territory business manager visited the facility where it was confirmed that there was no malfunction with the shower commode chair. The resident was wheeled out of the washroom in the shower commode chair, not her wheelchair. The user manual states that this product is to be used only on flat smooth surfaces. The resident's daughter confirmed that her mother was not positioned properly. The mother is a large heavy woman and was not sitting all the way back in the chair, thus the center of gravity was out of balance.

Event description:
An invacare territory business manager (tbm) reported that a resident was being wheeled out of a washroom at a facility by a family member in an ocean vip w/toilet pan holder and pan soft seat (tilt-in-space shower commode chair) when the caster wheel hit the threshold causing the resident to fall from the chair.